Event description:
It was reported that this patient with this single chambered implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after reporting receiving a shock. The health care professional (hcp) placed a call to technical services (ts) for device evaluation of reported shock. Upon review of the stored electrograms (egms), it was noted the patient received appropriate anti-tachycardia pacing (atp) and shock therapy for their underlying ventricular arrhythmias. Additionally, review of the stored egms reveled after delivery of the first shock for ventricular tachycardia (vt) the rate accelerated into the patients ventricular fibrillation (vf) zone. Additional shocks were delivered for the ventricular arrhythmia which slowed the rate down, but ultimately therapy was exhausted, leaving the patient in vt. The device remains in service. No additional adverse patient effects were reported.